Event description:
It was reported that a user experienced intermittent communication between a newly replaced dexcom g7 sensor and the ilet, with the pump indicating pairing in progress and subsequent signal loss; troubleshooting included toggling g6/g7 settings and re-entering the pairing code, and the event aligned with an intermittent communication failure associated with the antenna/electrical and magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure involving the antenna component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.